Event description:
The customer confirmed the device was inspected before use. The event occurred during an unknown diagnostic and therapeutic procedure. After checking the connection part of the lamp, it lit up, so there was no effect on the treatment. There was a ten (10) minute delay reported. The procedure was completed without the need to change equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3/b5: updated within information from the customer. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the event occurred due to the connection failure caused by the deterioration of the lamp connector. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered faulty lamp, poor connection due to deterioration of the lamp connector, lamp contact pin deformation and output connector (light guide connection part) was loose due to wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus, lamp doesn¿t light up on the halogen light source. There were no reports of patient harm associated with this event.